Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, at the fourth firing, it was checked that all was green, after closing the jaws, the product was able to be used normally until firing mode, but firing was unable to be performed, the reload was re-connected, however, it was unable to fire. There was no indication of excessive force, the second reload was attached and approached again, but this one did not fire either. Finally, the third reload was able to be used to complete the case. There was no patient injury.